Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was cuff leakage during a test.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One sample was received in used conditions without original package. Sample was visually inspected under normal conditions of illumination and the sample was filled with 5cc of air to see if there was any functional problem. A hole was detected in the sample confirming the customer complaint. This issue was escalated to an internal CAPA, and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. A manufacturing history record (DHR) review showed there were no issues or non-conformances reported during the manufacture of this lot.